Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; full lead was returned and analyzed. Blood present on the distal conductor and in/on the helix mechanism.

Event description:
It was reported that during implant of the lead, the lead was extended then retracted for repositioning. When attempting to extend the helix after repositioning, it would not extend. It was also reported that it appeared that the lead was "twisting on itself". The lead was not implanted. No patient complications have been reported as a result of this event.